Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider the report complete to the best of our knowledge.

Event description:
The customer reported that she took a correction the night before and woke up with a high glucose of 615mg/dl, then dropped to 324mg/dl. The customer gave herself a manual injection of 5.0 units and changed the infusion set. Forty five minutes her glucose went up to 445mg/dl. At this point, the customer contacted the nurse, and it was believe that there was an issue with the insulin pump. The customer gave a bolus and her glucose reading was 323mg/dl. The customer was experiencing unexplained high glucose for more than a week. Troubleshooting was performed, and the customer mentioned being hospitalized due to ketones and high blood glucose of 465mg/dl. The customer stated that the infusion set was changed to resolve the issue. The programming, time, and date were correct. Ran a fixed prime and high pressure test and they passed. No further information was provided.